Event description:
During discussion with units regarding iui cleaning procedures, it was reported that the devices have randomly shut down. The product issue was reported to manufacturer representatives during site visit. There was no information on patient involvement. Although requested no further information is available. No devices will be sent to bd for evaluation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.